Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the customer may have a sensitivity to insulin due to being pregnant and also the customer reported possibly not eating enough for the insulin that was delivered the night prior. The customer consumed carbohydrates to address bg level. Additionally, it was reported that the luer lock connection was unscrewed. The customer reported a bg level of 115 mg/dl at the time of the unscrewed luer lock connection and a bg level of 156 mg/dl at the time of report. The customer reconnected the luer lock connection, primed the air bubble that was seen in the luer lock, and resumed insulin delivery.